Event description:
It was reported that the patient experienced inappropriate high voltage therapy in response to their intrinsic rhythm which triggering the discriminator and therapy. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.